Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor. Data extracted from the australian breast device registry (abdr) on (B)(6) 2022 for procedures that occurred between 2012-2022 (inclusive) were used for the analysis in this report. This report is a breast device post-market clinical follow-up report that summarizes device, patient, and procedure characteristics. It also evaluates device time-to-exchange and time-to-revision (due to complication) outcomes and investigates factors which may potentially be associated with complications. The table labeled "table 10: descriptive statistics ¿ revisions of mentor primary reconstructive breast implants" (pg. 26) indicates the reason (s) for revision and incidental findings identified at revision. Adverse event(s) reported for mentor implants associated with primary reconstructive breast implants (reason for revision surgery) during the period of 2012-2022: qty 125 (9.1%): deep wound infection. Qty 267 (19.5%): capsular contracture. Qty 31 (2.3%): device rupture/deflation. Qty 64 (4.7%): seroma/hematoma. Qty 365 (26.6%): device malposition. Qty 127 (9.3%): skin scarring problems. Qty 1 (0.1%): anaplastic large-cell lymphoma (alcl). Adverse event(s) reported for mentor implants associated with primary reconstructive breast implants (incidental finding during revision surgery) during the period of 2012-2022: qty 3 (0.2%): deep wound infection. Qty 32 (2.3%): capsular contracture. Qty 1351 (98.5%): seroma/hematoma. Qty 21 (1.5%): device malposition. Qty 31 (2.3%): skin scarring problems. Qty 4 (0.3%): anaplastic large-cell lymphoma (alcl). The table labeled "table 14: descriptive statistics ¿ revisions of mentor primary cosmetic breast implants" (pg. 36) indicates the reason (s) for revision and incidental findings identified at revision. Adverse event(s) reported for mentor implants associated with primary cosmetic breast implants (reason for revision surgery) during the period of 2012-2022: qty 24 (1.7%): deep wound infection. Qty 220 (16.0%): capsular contracture. Qty 51 (3.7%): device rupture/deflation. Qty 32 (2.3%): seroma/hematoma. Qty 365 (26.6%): device malposition. Qty 307 (22.3%): skin scarring problems. Adverse event(s) reported for mentor implants associated with primary cosmetic breast implants (incidental finding during revision surgery) during the period of 2012-2022: qty 1 (0.1%): deep wound infection. Qty 32 (2.3%): capsular contracture. Qty 10 (0.7%): seroma/hematoma. Qty 21 (1.5%): device malposition. Qty 4 (0.3%): skin scarring problems. It was reported via a database related research activity (drra) that five (5) cases of breast implant-associated anaplastic large-cell lymphoma (bia-alcl) were associated to unknown mentor breast implants used during primary breast implant revision procedures performed between 2012 to 2022. Per the limited information provided in the report, one case was associated with a mentor cpg device, but no device information was provided. In the report, it was not specified if the other cases were associated with mentor devices. No further details were provided. Bia-alcl is a known potential complication that may be associated with the use of the mentor devices and is listed in the instructions for use (IFU) as such. However, based on the report source (i.e., drra), this case cannot be pathologically confirmed. Per the information provided, it¿s unknown if the patients impacted had any history of previous breast implants. Since there was an initial report of bia-alcl with no pathology/cytology report provided, follow-up is not possible and the previous implant history is unknown.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection, capsular contracture, early onset seroma, implant site hematoma, hypertrophic scar, anaplastic large-cell lymphoma, rupture, device migration manufacturer¿s reference number: (B)(4).